Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the old batteries leaked and caused damage to the coils. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.